Event description:
The device (part #mcl62) was returned to mxi service and repair.

Manufacturer narrative:
The device (part#mcl62) was evaluated and indicated that the coating on the end of the cannula was damaged. Part of the coating was missing and shows burnt areas. The coating was very likely damaged during use, probably during coagulation by contact with another instrument. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(6). (B)(4).